Event description:
A customer reported to baxter (B)(4) of a 3 liter oxygen bag in which there was a foreign particle in the filling lead filter. This was discovered before usage. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: an actual sample was available at the plant for evaluation. Visual inspection revealed a brown spot on the chamber, hence the reported problem was confirmed. The root cause of the reported condition was undetermined. The spot on the chamber is burnt plastic material which was pushed out of the barrel of the molding machine during the molding of this component. During the manufacturing of such component, occasional embedded burnt material is seen especially during the start up of the molding machine. It is important to note that such embedded burnt material is part of the plastic itself and would not pose any functional issue to the chamber or any risk of the material being dislodged. This would in fact be classified as a cosmetic defect. An action is already being taken and the first shots of the molding after startup are being discarded. Batch file review did not reveal any issues related to this complaint and has passed all statistical sampling acceptance criteria for all tests performed including in-process testing and product testing.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.